Event description:
Report rec'd of inaccurate cardiac output readings when using an opticath pulmonary artery catheter. The pt's cardiac index deteriorated to 0.89, svo2 decreased to 65%, while pulse oximetry remained at 99% with no charge in the pt's clinical condition. The pt was started on epinephrine at 0.02 mcg/kg/min and dobutamine at 3.09 mcg/kg/min after the surgeon was notified of the change in hemodynamics. There was no significant change in hemodynamics after the vasopressors were started. Since the catheter continued to give readings which were not consistent with the clinical assessment of the pt, it was speculated that the rec'd catheter values were incorrect. Therefore, the pulmonary artery catheter and the vasopressors were discontinued. The pt was transferred out to the open heart step-down unit and experienced a normal post-op recovery.